Manufacturer narrative:
Eval summary: the complaint sample was not returned by the customer. The complaint history was reviewed for this lot and there was one other complaint for red eye. Irritation was reported. Review of the componding and filling mdrs did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished prod results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitazion records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. Add'l info was requested by fax and mail on 07/05/2011, and by phone on 07/01/2011. A completed questionnaire was received from the dr on 07/13/2011. (B)(4).

Event description:
A consumer reported, she developed severe dry eye and inflammation following the use of this product. A completed questionnaire from the optometrist was returned on (B)(6) 2011, who diagnosed the pt with keratitis (os). The optometrist reported that the event resolved following treatment with a combination steroid and antibiotic eye drop. On (B)(6) 2011, the consumer reported the event had resolved,